Event description:
It was reported to nova biomedical that a consumer received a result in the 200's mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on his reading. Subsequently, the consumer experienced a hypoglycemic event while driving his car and ended up hitting another car. When the emts arrived, they tested the consumer on their blood glucose meter getting a result in the 20's mg/dl. It is unknown how the emts treated this consumer. Several days later, the consumer woke up feeling low, tested himself getting a "lo" (less than 20 mg/dl on his blood glucose meter. The consumer treated himself to orange juice and went back to bed. Approximately 30 minutes later he was testing low again and was experienced another hypoglycemic event which required medical intervention at the hospital. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.